Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon opening the packaging it was observed that the delivery tube was cracked. It was in the sterile field but not used on a patient. A replacement device was used to complete the procedure. The hospital reported no patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).